Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient stated the cgm was displaying 160 mg/dl when they started experiencing symptoms of "skin crawling" stomach ache, vomiting and shortness of breath. She checked her finger stick and the bg meter read 600 mg/dl. The patient was taken to the hospital where they were admitted for few days. While in the hospital, the patient was treated with insulin shots and dextrose. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.